Event description:
Customer reported a leak occurred when using the coulter lh 750 hematology analyzer. The leak was from the right side of the instrument. The volume was reported as 5 ml and the leak was not contained. The operator was wearing gloves and lab coat when the leak was identified. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found a cut in the black stripe tubing at vl46a (valve 46a) on the right panel leaking diluent. The fse replaced the tubing at vl46a to resolve the leak. Identification of failure modes: the failure mode of the leak was a cut in the tubing at vl46a. No erroneous results were generated. Upon recur; the failure mode is likely to generate erroneous differential and reticulocyte results due to improper diluent flow from the sheath tank to the flowcell. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).